Event description:
The customer reported a displayed communication error. A communication failure error message will likely result in a system lockup, no boot, or shut down situation. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and the power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.